Event description:
The initial reporter received questionable elecsys vitamin b12 immunoassay results from several patient samples tested on the cobas e411 rack. It is unknown if the initial results were reported outside of the laboratory. The reporter was able to provide 2 examples of discrepant results: sample 1 the initial result was <37 pmol/l. The repeat result was 381.8 pmol/l. Sample 2 the initial result was < 36.90 pmol/l with a data flag. The repeat result was 185.5 pmol/l. The reagent lot number is 661907. The expiration date was requested but not provided.

Manufacturer narrative:
Na.

Manufacturer narrative:
The field service engineer (fse) inspected the analyzer and did not find any issues. He performed mechanical and instrument checks with successful results. The investigation determined that the customer was missing 13 mm. Adapters. Product labeling states "inserting a roche rack cup adapter into a rack use roche rack cup adapters to improve the alignment of 13 mm tubes. Warning! Incorrect results and errors due to misaligned sample tubes not using a roche rack cup adapter with 13 mm tubes or incorrect use of a roche rack cup adapter may cause incorrect results or errors. R always use roche rack cup adapters with 13 mm tubes. Ensure that sample tubes are straight." The investigation determined that the issue was due to the missing 13 mm. Adapters.  After service, no further issues were reported by the customer.  The investigation determined the service actions resolved the issue.